Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient contacted their healthcare provider (hcp) the day of the report and was waiting for a call back because they thought their ins battery was depleted because they didn't feel anything with it, it was not helping as much as it used to. The night prior to the report they found they were getting up more than they normally do so they checked it and it showed the battery laying down, which indicated the patient programmer batteries were low. They replaced the patient programmer batteries and the patient programmer was working at the time of the report. They were not seeing an icon saying the ins battery was low. The patient programmer showed the ins was on at 1.9v. Patient increased to 2.7v and was going to try that setting until they got a call back. Patient reported a loss of therapy on (B)(6) 2018. No further complications were reported or anticipated.